Event description:
This report is to advise of an event observed during analysis

Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the ac power adapter could not be plugged into the ac electrical outlet due to the melted prongs. Upon opening the ac power adapter supply, there were no burnt components observed. Damage was only to the prongs. Upon opening the transmitter no burnt components were observed. Tested unit with working ac power adapter and unit successfully powered on. High current flow through the ac wall power outlet damaged the ac power adapter causing the no power issue and the melted prongs.

Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on 25 march 2025.